Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73j1500668 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was jamming during skin suturing. The patient is fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler was returned with the bottom half of the cover block detached from the rest of the stapler. Due to this, the rail and pusher were both loose and no staples were able to stay in the device. It was originally reported that the issue was "stapler jamming". However, the returned sample did not match the description of jamming since it was returned disassembled. The customer was contacted but no further information was obtained, so the description of the complaint issue was changed to "fell apart". Reference files (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A non-conformance has been previously opened to further investigate the complaint issue. The complaint of "fell apart" was confirmed based on the returned sample. The stapler was returned with the bottom half of the cover block detached from the rest of the stapler. Due to this, the rail and pusher were both loose and no staples were able to stay in the device. It was originally reported that the issue was "stapler jamming". However, the returned sample did not match the description of jamming since it was returned disassembled. The customer was contacted but no further information was obtained, so the description of the complaint issue was changed to "fell apart". The probable cause of this complaint issue is manufacturing related. A non-conformance has previously been opened to further investigate the complaint issue.

Event description:
It was reported that the stapler was jamming during skin suturing. The patient is fine.